Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray revealed ta confirmed fracture on the right ventricular (rv) epicardial  lead. The rv epicardial  lead was explanted and replaced. No patient complications have been reported as a result of this event.